Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The products was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, we the technician confirmed that the electrical pin connector fluid damage, the body cover grip broken, the suction channel buckled, the nozzle gluing missing, the light guide cable leak, the lg supply tube leak, the remote control button(1) cut, the remote control button(2) cut, the r/l lock knob improper adjustment, the u/d lock lever improper adjustment, the insertion flexible tube worn out, and the distal body worn out; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).